Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a patient underwent an embolization ( belly) procedure. The embolization coil failed to release from the delivery wire as required. The attending physician attempted to release the coil by turning the wire/ device counter-clockwise (anti-clockwise.) The delivery wire fractured; the attending left the embolization coil with a fragment of the delivery wire in-situ, the specific anatomical site was not provided. A section approximately 1 cm of the device remains within the patients' body. No further patient event details were provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "if the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The IFU in the coil delivery technique and coil size selection also states "in general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.